Manufacturer narrative:
A ge service rep performed an on site investigation. The limiter switch was found loose. The screws were tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system table top would not move during a case. No pt injury was reported.